Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer found the station operating without any current failures, though the customer reported that main drawer 1.1 was intermittently failing. The fse tested the inventory of the drawer with good results, then powered down the station and reseated the connections for drawers 1.1 and 1.2. After rebooting, the customer tested the inventory of drawer 1.1 again with good results. The drawer was tested multiple times, and the issue could not be recreated at that time. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.1 was not detected on the bus. Pharmacy staff were able to clear the failed storage space; however, each time the drawer needed to be accessed again, the failure reoccurred. An image provided by the customer showed a single amber light illuminated on the back of the drawer, indicating a hardware detection issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.